Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) was unable to perform functional testing due to the damaged connector. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
Upon receipt of the device, the user reported that the connector on the flow sensor was bent. There was no patient involvement.